Event description:
It was reported that the bd alaris smartsite extension set is difficult to disconnect. The following information was provided by the initial reporter: unhooking IV tubing from j loop on a peripheral IV. The tubing unscrewed but would not come out of the j loop hub. I pulled harder on the connection part and the plastic tip that goes into the hub broke off and then the IV started to backflow since there was an open spot in the hub

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that the tubing unscrewed but would not come out of the j loop hub. One sample of product 20039e was submitted for quality evaluation. The sample submitted had piece of a male luer connector in the y-site connector port broken off inside the port. The piece of male luer was pulled out of the smartsite port using a pair of plyers to see if the male luer piece is stuck or bonded to the y-site port. The small piece of male luer was easily removed without any excess force. The extension set was then primed to see if there were any leaks or if there was any issues with flow or air-in-line. There were no issues identified with the extension set. Although a piece of a male luer adapter was found broken off inside the y-site smartsite of the assembly, the customer complaint of connection issues - unable to disconnect could not be verified. A root cause analysis was not conducted due to the failure not being verified. A device history record review for model 20039e lot number 25035282 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.